Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample; the cause was undetermined. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) had already cycled power off/on. The technical service representative (tsr) asked all the related questions and could not determine why the alarm occurred. The tsr assisted the hp with removing the cassette from set up in order for him to disconnect and start over with new supplies or manuals. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The hp stated they were confident the alarm occurred because they did not open a clamp to one of the solution bags when they primed it. The hp stated that they were doing fine and continuing therapy without issues. There was patient involvement. No patient injury or medical intervention was reported.